Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported by the customer that the insulin pump was alarming motor error. Customer stated that the device alarmed when they were attempting to bolus. During troubleshooting, customer stated that they do use the sensor feature and was able to rewind the device. Customer stated she does not recall any significant events that led to the alarm or if the device was dropped. Assisted customer with clearing alarm from device. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).